Manufacturer narrative:
The lot number for the device was provided. The device history records are currently under review. The device has been returned for evaluation. The investigation is currently underway. (Expiry date 03/2021).

Event description:
It was reported that post successful stent deployment in the right superficial femoral artery via access through the left femoral artery, as the delivery system was removed over the guidewire, the delivery system allegedly detached from itself once out of the patient. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: the lot number was provided, and the lot device history records have been reviewed. The lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: based on the investigation of the returned catheter sample it was confirmed that the inner assembly detached from the outer sheath. The inner assembly was found detached from the grip at an adhesive joint at the proximal end of the grip. Adhesive was found applied so that missing adhesive could be excluded as reason for the detachment. A definite root cause for the reported event could not be determined. Labeling review: in reviewing the relevant labeling for this product the potential issue was found addressed. The IFU state: 'if excessive force is felt during stent deployment, do not force the stent system. Remove the stent system as possible, and replace with a new unit.' In regards to accessories the IFU state: 'gain femoral access at the appropriate site using a 6f (2.0 mm) or larger introducer sheath. Insert a 0.035¿ diameter guidewire of appropriate length.', and 'predilation of the lesion should be performed using standard techniques.' In regards to tracking resistance the IFU state: 'if resistance is met during stent system introduction, the stent system should be removed and another stent system should be used.' And 'if resistance is met while retracting the delivery system over a guidewire, remove the delivery system and guidewire together.' The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that post successful stent deployment in the right superficial femoral artery via access through the left femoral artery, as the delivery system was removed over the guidewire, the delivery system allegedly detached from itself once out of the patient. There was no reported patient injury.